Event description:
It was reported that the customer experienced a malfunction with the pump, and they could not confirm fault ID because pump battery died. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.